Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the user facility noticed a bleeding from the upper gastrointestinal tract when the distal of the subject device contacted the duodenal bulb of the patient. There was no further detailed information reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No device failures were reported from the user facility. The exact cause of the reported event could not be determined.